Event description:
A caller reported that their pump battery would not charge despite using a tandem charging cable and different wall outlets and adapters. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. To resolve the issue, the technical support team decided to replace the pump, while the customer used multiple daily injections as a backup insulin therapy. The customer was instructed to return the problematic pump using a pre-paid label within 10 days.